Event description:
Customer called stating that they received a result of 280 mg/dl, took some insulin and started to feel very low. They retested and received a result of 36mg/dl. They state that they were in and out of consciousness and were called and they administered IV's to bring patient's sugar back up. The paramedics retested and received a result of 220 mg/dl, compared to the contour results of 97mg/dl. Customer will be sent check strip and control solution for further testing.